Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were defective and leaking sieve. Additional malfunctions include the valve manifold was contaminated with sieve.